Event description:
Ventilator placed on pt. Within less than 1 minute, vital signs began to deteriorate to include an increase in cardiac rate, decrease in sao2 and an episode of v-tach. The ventilator had cleared the self test when turned on, but appeared to not be functioning properly. (Due to the rapid deterioration of the pt's clinical status) the pt was removed from the machine and bagged for in excess of 30 mins before rptr was able to put him back on another ventilator.